Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) ¿ femur. G2: foreign - event occurred in denmark. D4: attempts have been made to gather all product identification information and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a retrospective study that three patients experienced post-operative periprosthetic infection that did not lead to revision of the prosthesis. The patients retained their prostheses; additional clinical outcomes were not reported. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d6a; g3; h1 (uncheck 'summary report'); h2; h6; h8. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - device history record review cannot be performed without product identification. - device is used for treatment. - insufficient information provided. Unable to perform a compatibility check. - complaint history review cannot be performed without product identification. - medical records were not provided. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.